Manufacturer narrative:
According to the customer, their head got "stuck" between the "mattress and the rail." The customer reported their family was able to assist them when they "cried for help." The customer reported their neck was "strained, sore, and bruised" due to the reported issue. The customer reported they applied "over the counter arthritis rub medication" and their neck healed after "about 3 weeks." The customer reported they did not seek any medical attention related to the reported incident. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, their head got "stuck" between the "mattress and the rail."